Event description:
It was reported that a cgm error 42 occurred. There was no reported impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset information and emailed additional instructions, advising the customer to call back if the issue was not resolved.